Manufacturer narrative:
We have now completed our investigation into the reported complaint. A review of the batch manufacturing records could not be performed as no lot number was provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. A complaint history review was carried out across all pico 7 products. There have been further complaints reported with this failure mode in the past three years. The device was used for treatment. As no product could be returned, a thorough evaluation of the device could not be carried out. It was reported that all indicator lights were solidly illuminated after the patient took a shower, in which the pump was sealed in a bag. When all lights are illuminated, this means that the device entered a non-recoverable error state. This is a patient safety feature. As stated in the IFU for this product, prior to showering the pump must be stopped, disconnected from the tubing and placed in a safe location where it will not get wet. Based on the information provided the most probable root cause was identified as user variance. A relationship between the event and the device was confirmed. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that a pico 7 was used for treating a wound from a back surgery since (B)(6) 2020. On (B)(6) 2020 the patient took a shower and sealed the pump in a bag as advised by his doctor but found upon getting out of the shower that all four lights were illuminated. No back-up was available since this happened during homecare. It is unknown if there was any delay and how the treatment was completed. No patient harm reported. No further information available.